Event description:
It was reported via repair work order that the oxygen bottle holder cover was broken. It was reported that the oxygen bottle holder would not hold the oxygen bottle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.